Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a3a, b3, b5, c1, d4, d6a, h4, h6, h8.

Event description:
The hcp additionally reported injecting a patient with 1ml of skinvive¿ by juvéderm® in the ¿right side¿ of the face. One month later, the patient was injected with 2ml of skinvive¿ by juvéderm® on both sides of the face. Approximately one month later, the patient went in for examination complaining of a nodule at the eye corners and cheeks. The patient was treated with hyaluronidase into the nodule. The dose was 5-15u per lesion.

Event description:
Healthcare professional (hcp) reported performing ¿a gold needle treatment on a patient, and after the healing period¿ which was one and half month later, the patient was injected with skinvive¿ by juvéderm®. There were no issues after the first treatment; the patient's skin quality significantly improved and there was a noticeable reduction in wrinkles. Sometime later, the patient received a second treatment of skinvive¿ by juvéderm® and after this ¿second application, nodules formed under the skin.¿ despite attempting dissolution procedures, the desired result was not achieved. Symptoms are ongoing. This record captured the 1st injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.